Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 214300 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 214300 and device part number 195-430wl/ lot 212659. The lot met the required release specifications. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 214300 showed that the complaint rate is (B)(6). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. (B)(4) device discarded, single use

Event description:
The consumer reported a conflicting result with binaxnow covid-19 ag self-test on (B)(6) 2023 on nasal swab. The consumer received a negative result and a positive result with binaxnow covid-19 ag self test on (B)(6) 2023. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a conflicting result with binaxnow covid-19 ag self-test on 04apr2023 on nasal swab. The consumer received a negative result and a positive result with binaxnow covid-19 ag self test on 04apr2023. No additional patient information, including treatment and outcome, was provided.